Event description:
It was reported that the display was showing ¿call your doctor¿ icon and a power on reset (por), which was noticed 1-2 weeks prior. The patient was not able to adjust stimulation. The patient mentioned she used cycling. It was reviewed how to clear the por and the action resolved the reported issue. The por was cleared and the patient was able to turn therapy on. Information regarding the por and if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3587a25, lot# n255203, implanted: (B)(6) 2011, product type: lead. (B)(4).